Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic due to rv lead insulation break. Visual inspection of rv lead showed damage to the insulation. The lead was repaired using medical adhesive and a suture sleeve. Patient tolerated the procedure well and was in stable condition. Lead remains implanted.